Event description:
Following pump replacement in 2004, the patient experienced withdrawal symptoms for two weeks. The patient "felt like she was going to die." The pump delivered morphine. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).